Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 27. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, bleeding, abscess and inflammation. No further patient complications were reported.